Event description:
It was reported that balloon rupture occurred. The 10% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.